Manufacturer narrative:
An event regarding loosening involving a triathlon knee system was reported. The event was not confirmed. Device evaluation could not be performed as the device was not returned as it remains implanted. Clinician review of the provided records found "no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation based upon the information reviewed." A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
Patient reported since her surgery she has been experiencing pain and swelling. Surgeon stated the tibia and patella are loose and patient needs to be revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
Patient reported since her surgery she has been experiencing pain and swelling. Surgeon stated the tibia and patella are loose and patient needs to be revised.